Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The collar, hypotube and hub of the device was not returned for analysis. Analysis of the tip and distal shaft included visual and microscopic inspection. Inspection revealed a complete separation of the distal shaft from the collar, shaft damage (flattened) located 14.2cm from the tip, and slight tip damage (flattened). No other damage or defect was found with the returned device.

Event description:
It was reported that the catheter is broken. The 90% stenosed target lesion area was located in a moderately tortuous and mildly calcified distal left circumflex artery. A 6f guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the catheter is broken. The 90% stenosed target lesion area was located in a moderately tortuous and mildly calcified distal left circumflex artery. A 6f guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications reported.